Event description:
Impella 5.5 was inserted via right axillary/subclavian access site in a 65-year-old male patient presenting with cardiomyopathy. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E, requiring Inotropes/Vasopressors, and Respiratory support prior to and during Impella support.The Impella system was operating as intended performance P-4, providing approximately 3.1L/min flow with a 5% dextrose in water sodium bicarbonate purge solution. During Impella support, the patient experienced decreasing platelet counts and rising lactate dehydrogenase (LDH) levels, and hemolysis was suspected. The LDH was reported as 511 and platelet 34. and central Venous pressure (CVP) was 9 mmHg which is lower than the recommended value of 10mmHg. Imaging was available and utilized to assess pump position, with good pump position confirmed. The procedure outcome was reported as successfully weaned, and the patient survived.The relationship between the reported hemolysis and device performance cannot be conclusively dissociated due to the elevated LDH, declining platelet counts and CVP being lower than the recommended value which can lead to added shear stress on the red blood cells.

Manufacturer narrative:
A5 and A6 are unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.